Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced. The cpu pcba was returned for analysis. An investigation was performed and the root cause was isolated to a component (ls1) in the pcba.

Event description:
The customer reported that the ventilator had code 1104 (backup alarm failed). There was no patient involvement at the time of the event.